Event description:
It was reported that bd maxplus needless connector was broke. The following information was received by the initial reporter with the following: it was reported by customer that the end of IV tubing broke off and stuck in blue cap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model mp1000-c was returned for investigation along with the unknown connecting male luer. The set was examined for defects and abnormalities. The tip of the male luer was broken off in the maxplus. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's review of the incident, this does not appear to be a manufacturing issue. A possible cause is the drying time for the alcohol swab was not sufficient before connecting the sets together, residue from the swab could cause the sets to stick together and break if enough excess force is applied. A device history record review could not be performed because a lot number was not provided by the customer.